Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads: upn: m365sc2218500: model: sc-2218-50. Serial: (B)(4). Batch: 18650569. Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 18650569.

Event description:
It was reported that patient experienced inadequate stimulation and underwent an explant procedure of the spinal cord stimulation system. No adverse patient effects were reported.